Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber began to generate failures, it did not vaporize properly and when reviewing it, the tip was found broken. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber began to generate failures, it did not vaporize properly and when reviewing it, the tip was found broken. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached, and it was not returned. The level of devitrification could not be determined due to the missing glass cap. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of breaks along the fiber body. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Based on analysis results and information available, it is probable that the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The device instructions for use instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.